Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR# 2134265-2017-12891. (B)(6) clinical study . It was reported that the patient died. In (B)(6) 2012, the patient presented with unstable angina. The 90% stenosed, 40x3.0mm , eccentric, type b2, diffuse target lesion was located in a mildly tortuous (less than 45 degrees), moderately calcified, proximal left anterior descending artery (lad). Following pre-dilatation, a 2.75x28mm promus element stent and a 3.0x20mm promus element stent were placed at 10 atmospheres. Post dilatation resulted in timi flow 3 with residual stenosis of 0%. The patient was discharged. In (B)(6) 2016, the patient died of unknown cause.